Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that the stabilizer and the flexible cannula was returned for the analysis, the devices were inspected, and no issues or anomalies were noted. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter break occurred. A percuflex ureteral drainage catheter was selected for use and successfully implanted. It was noted that while the drainage catheter was implanted, the catheter had fractured. While removing the drainage catheter the fractured portion remained inside the patient. Additional intervention using a pliers was performed to retrieve the device fragment. The procedure was cancelled. There were no patient complications.

Event description:
It was reported that a catheter break occurred. A percuflex ureteral drainage catheter was selected for use and successfully implanted. It was noted that while the drainage catheter was implanted, the catheter had fractured. While removing the drainage catheter the fractured portion remained inside the patient. Additional intervention using a pliers was performed to retrieve the device fragment. The procedure was cancelled. There were no patient complications.